Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) leading to it being previously explanted. A reimplant surgery was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was also reported that the ipp was explanted on the same day as the new one was implanted. The patient arrived to the ER unconscious with an erection. Doctors believed the patient had priapism and proceeded to conduct cavernous aspiration. This procedure poked a hole in the implant leading to it being replaced. The patient was currently recovering. No more information available at the moment. Should additional information become available, it will be provided.